Event description:
Our affiliate reports that a pt underwent an arthroscopic shoulder repair with the use of a versalok anchor for fixation in early 2008. At sometime post-op, the pt presented with pain, and it was somehow discerned that the versalok had pulled out and is in the joint space. At some time, a re-surgery for remedy has occurred, the versalok anchor was removed from the body, the original repair had healed and did not need to be re-addressed. Thi procedure was concluded successfully without further incident or harm to the pt. This is all of the info that has been made available to mitek at this time.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and evaluated, the results of the investigation will be the subject of the f/u report.